Manufacturer narrative:
(B)(4): 1627487-07262012-002-r, 1627487-12192011-003-r, 1627487-07262012-001-c. This ipg serial number is included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-20009. It was reported the patient experienced heating while charging the ipg. The patient was without stimulation for 3 months as reported on (B)(6) 2013. In addition, the patient is unable to establish communication with the ipg and charger. Follow-up revealed the patient has not charged the system in 6 months and is scheduled for ipg replacement surgery. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.